Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt pain and twitching above their waist and mid-arm area a couple weeks after implantable cardioverter defibrillator (ICD) was implanted. It was noted that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. Reprogramming was done which alleviated the stimulation. The patient was advised to contact the physician if the stimulation returned. The lv lead remains in use. No further patient complications have been reported as a result of this event.